Event description:
Calller states that there are segments missing on the device display and that the device appeared to read 767mg/dl and 777mg/dl. Action taken based on the reading was to go to the hosp for re-testing. At the hosp customer tested at 399mg/dl and the pt was given insulin. Requested return of suspect device and replacement was sent. This device was requested for return 10/05 due to the same issue occuring and an mir was sent to the FDA regarding that incident as well. The facility failed to return the device and continued using the device.